Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they were experiencing skin irritation and an increase in blood glucose level. Customer also stated their sensors were not calibrating correctly, causing them to overcorrect bolus amounts. Customer's blood glucose levels were 477 mg/dl at time of reporting and customer is treating with insulin pump. Nothing further reported.